Event description:
It was reported that the caller had no therapeutic effect. It was stated that the patient wondered if the health care professional (hcp) implanted it in the wrong location or why the device was not working. It was noted that the hcp would leave the device in because "it might work later." Subsequent information received in (B)(6) 2012 reported that the patient's device was inactivated/turned off about 3 weeks after implant because it "did not work or was placed in the wrong spot." Additional information has been requested but was not available as of the date of this report. Any additional information will be included in a follow-up report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00bes, implanted: (B)(6) 2012. Product type: lead. (B)(4).